Event description:
It was reported that during a stenting treatment procedure withdrawal resistance and stent damage occurred. The target lesion was located in the non-tortuous and non-calcified left circumflex artery (lcx). A 2.25x16mm ion stent delivery system (sds) was advanced to the lesion and the physician attempted to deploy the stent at 9atms; however, it was noted that only a tiny sliver of contrast was noticed and the stent failed to deploy. It was noted that the stent did not look right so the physician decided to deflate the balloon but the balloon did not seem to deflate properly. When the physician attempted to remove the device from the patient, it was very difficult to remove. When the device was removed from the patient it was noted that the stent was damaged. The procedure was successfully completed by implanting a 2.25x18mm promus stent. No patient complications were reported and the patient was discharged from the hospital in stable condition.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure withdrawal resistance and stent damage occurred. The target lesion was located in the non-tortuous and non-calcified left circumflex artery (lcx). A 2.25x16mm ion stent delivery system (sds) was advanced to the lesion and the physician attempted to deploy the stent at 9atms; however, it was noted that only a tiny sliver of contrast was noticed and the stent failed to deploy. It was noted that the stent did not look right so the physician decided to deflate the balloon but the balloon did not seem to deflate properly. When the physician attempted to remove the device from the patient, it was very difficult to remove. When the device was removed from the patient it was noted that the stent was damaged. The procedure was successfully completed by implanting a 2.25x18mm promus stent. No patient complications were reported and the patient was discharged from the hospital in stable condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was a blood like substance in the wire lumen and contrast on the stent. The balloon was tightly folded. The proximal end of the stent moved distally 2 mm from the as-manufactured position. There were flared struts in the first and second rows on the proximal end of the stent. There were also several rows of struts bent and stretched on the distal end of the stent. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).